Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens. The haptic tore off during insertion into the patient's eye. The incision was enlarged and one suture was required. Enlargement of the incision and a suture is routinely performed by the surgeon. Another same model and size lens was used. The reporter stated this incident was due to loading error.

Manufacturer narrative:
(B) (4).